Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect however the additional treatment and delay in the procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure of the superficial femoral artery (sfa). The arteriotomy was 7f. Reportedly, the plunger would not advance. The device was removed and a dissection was found due to calcification in the vessel. The left common femoral artery was accessed to treat the dissection in the rcfa with a covered stent. Hemostasis in the rcfa and lcfa were achieved using manual arterial compression. There was no reported adverse patient sequela. There was a reported clinically significant delay due to treatment of the dissection. The physician is reported to be trained in the use of the proglide device. No additional information was provided.